Event description:
Caller states patient tested 5.7 inr and 5.6 inr on the coaguchek s system while a comparison lab returned as 3.3 inr. Patient's coumadin dose was re-started. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that the pt was revised due to the tibial component subsiding medially. During the revision procedure ,the surgeon also noticed an inadequate resection of the patella and it was also revised.